Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for routine follow up. During interrogation, the pulse generator was found to be in backup vvi. The device was successfully restored. There were no patient consequences.